Event description:
The customer tested her blood glucose and received a reading of "hi" using her contour ts meter. She retested using another meter and received a reading of 162 mg/dl. The "hi" reading was off the grid, but the difference between readings appears to fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned for evaluation.